Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc competitor implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.